Event description:
I had a terrible unexpected and immediate reaction to artefill in 2004. The inventor of artefill. Then. I had a few acne scars and nasal folds "smile lines". Four months later. - hole opened. Pock marks, dark spots from when dr first injected in 2002, dr calls them tattoo marks caused by a jagged needle. Eyebrow puffy, gooey. Squeezed eye brow and stuff came out. I saw another drs. Dr(second) took pictures, prescribed cephalexin generic for keflex pulvule 500 mg 4 x a day for 10 days, red and warm in cheek. 2004 pm - little red shot mark on inside of arm collagen test from dr(second) the same day 2004 - plastic bag with chunks I got out of my cheek. The next day at 8 am - hole in cheek and eyebrow, red numb in cheek, arm 2nd day. The same day - make-up on. I am showing hole (snapshot same day, cheek and eyebrow). Same day at pm - after all day taking meds cephalexin 500mg. The next day - squeezing, hurting very painful, showing left side of cheek is puffier. Saw dr(second) to check my arm from the collagen test - fine no reaction. The same day at pm - numb, hard, purple. The same day at ii pm - top hole closing. Dr(second) thinks it's getting softer. Eyebrow swollen and hard squeezing hurts stuff comes out. Same day at pm - more pus thick, white chunk coming out. Same day at pm - chunk came out of eyebrow on finger. The same day at 11:30 pm - hole opened after washing face. Eyebrow is killing me with pain. The next day at am - hole open, pain in eyebrow oozing. Two days prior to original date - hurts, indent area bruised looking, second hole, puffier left cheek, eye puffy, hole closed again, tattoo marks, opens and closes. A week later - scab off eyebrow, cheek, bottom hole where the needle went in is numb I have some feeling cleaning make-up out of hole indent. Puffier left. Two days later - eye puffy, I can feel stuff deep pain. I saw dr(second) at 10 am. Asked if I needed an MRI because of the deep pain in the cheek and eyebrow, he said no. Cheek, indent, line, hole, little softer. Same day at 8:20 pm - saw dr(second). First dr wrote me an email said, I had a reaction to collagen. It's my fault. Face and eye hurts. The same day - gushing oozing out painful disturbing to see I cry, hurts (deep pain in cheek). Same day - squeezing on camera, white stuff coming out, freaking out I am crying, more than blood, very painful, blood clot, showing substance on finger gooey thicker wormlike. The next day at 8:30 pm - band-aid. The following day at 7 am - dark tattoo marks pock marks eye hurts sore some feeling. The following month - hurting painful. The same day - light purple hard in middle lump on big top hole. The following month at 7:30 am - cheek, closed hole, throbbing in middle better, holes in cheek, eyebrow. Bigger hole hurting. The same day - my face was throbbing this morning so, I called dr(second), he prescribed more cephalexin 500mg 4 x a day. Two days later - taking meds. Tattoo pock marks. Calls them tattoo marks from the needle being jagged. Dark red and purple cheek. Eyebrow fill hole with make up. A week later at 11;30 pm - snapshot ugly. I saw dr(second). Two days later - I am off antibiotics for a few days. Hurting achy throbbing pain in cheek eye puffy hurts.